Event description:
The pt was admitted to the hospital on (B)(6) 2010 with pneumonia. The pneumonia cleared up. The pt was still hospitalized due to overdose symptoms; the pt was lethargic, sleeping too much, and wasn't eating. The pt acted like a typical pt that was being overdosed with medication. The pt's primary healthcare provider (hcp) indicated that the pt had a similar situation back in may regarding an overdose (see MFR's report #6000030201004826). The hcp wanted the pump to be turned down. The hospital and family were unaware of any recent refills or changes to the prescription. The pt's status was noted to be "serious." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure on an unspecified vessel after an interventional procedure. Reportedly, the device was deployed, but when harvesting the sutures, they pulled out of the device. Noted as probable cuff miss. The physician rewired and deployed a second device successfully. There were no pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff and the needle tip were attached to the rail end. The anterior cuff was out of the pocket and the tabs were properly bent and undisturbed, this confirmed the anterior cuff was missed. Both cuffs were still attached to the link. There was no needle strike mark on the foot. During testing, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.